Event description:
Information was received indicating that during testing a smiths medical cadd legacy pump failed accuracy -14.65%. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump failed accuracy. No patient injury was reported